Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of optical signal issues in accordance with FDA recommendation. Pump not returned. Data logs show psnr alarm on 7/14-7/15 with ps going out of range for 20 hours and then resolves. Snr drops to 0, contrast oscillates +/- 3000, light drops, gain drops, lamp is already maxed at 100. The console was switched on 7/20 and there was no issue. Upon review of the data logs it is apparent that the console is the potential cause of the issue. Please refer to (B)(4) for an investigation into the console. A review of the device history record (DHR) for the suspect device and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.

Event description:
The us complainant had a 5.5 pump support ongoing for a patient escalated up from the cp and ECMO. The 5.5 pump lost the optical signal during month 3 of the support. No report of patient harm.